Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 353 mg/dl. Customer declined troubleshooting due to currently at work. Customer will treat high blood glucose with novo log pen. Customer will call back to troubleshoot. No further information provided.